Event description:
It was reported by customer that during routine inspection, the cardiosave intra aortic balloon pump had no power. A broken wire was found inside during inspection. There is no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer inspected the unit and confirmed that no power was being supplied to the device. During inspection, a broken internal wire was identified and the wiring harness was subsequently tested. On march 9, 2026 a test replacement of the ac power cord reel was performed. Following this replacement, the unit powered on normally and the battery charging function was restored. The unit operated as intended after the corrective action. A quotation for replacement of the wiring harness will be provided to the customer as a follow up action.

Event description:
N/a